Event description:
Machine began to ring out as "high venous pressure" alarm, loud noise from the machine and a substantial amount of fluid dripping from underneath the machine. Fluid appeared to be dripping from the cycler. Pt's hr dropped into 40's code called.